Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer needed an MRI of the lumbar spine and brain because ¿they were looking for an epidural abscess or osteomyelitis of the spine and I guess it was recently put in so I don¿t know if they¿re looking for an infection at the site of the stimulator, or I don¿t know.¿ according to the hcp it was unknown if the MRI was related to the device or therapy. Relevant medical history includes non-malignant pain.